Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture and it was vibrating and had lines. The customer¿s blood glucose level was 110 mg/dl at the time of incident. Customer stated that there was fluid under the display. Customer states o-ring was in place. Customer states o-ring was free of debris. Customer states battery cap was not damaged. Customer stated the home screen did not appear on the display. The device will be returned for analysis.